Event description:
It was reported the gastrointestinal videoscope exhibited lens blurry. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lens is blurry, during hot and cold-water testing, the image had slight water mist, after breaking the charge couple device objective lens and drying, the image returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.